Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04980. It was reported (australia) the patient never experienced effective therapy since implant. Xrays revealed lead had migrated. The patient underwent surgical intervention on (B)(6) 2018 where in the leads were repositioned to resolve the issue.